Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2015, upon interrogation in clinic, it was noted that the patient had a low speed operation (lso) and pump stop on (B)(6) 2015. There were no other unusual alarms. On (B)(6) 2015, the patient presented for a routine follow-up and another pump stop was observed. The reported pump stop may be potentially related to a high current event. The pump reportedly sounded smooth and no kinks or damage was noted to the driveline. The patient¿s lactate dehydrogenase was 264 u/l with a baseline of 200 u/l-300 u/l. No power elevations were noted in the event history. The patient¿s urine was clear and yellow and the patient denied any signs or symptoms of heart failure. The log file review showed a pump stop on (B)(6) 2015 which appeared to be related to a high current event. As a precaution, the system controller was exchanged and x-rays of the percutaneous lead would be obtained. No further information was provided.

Manufacturer narrative:
(B)(6). Approximate age of device - 2 years, 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information was provided by the vad coordinator on (B)(6) 2015 indicating that the patient's pump had been off for almost a full 3 minutes. The patient was admitted and labs were performed. A log file submitted to the manufacturer indicated 2 separate pump stoppage events. The data also contained a driveline disconnect event. On (B)(6) 2015 the patient experienced another pump stoppage while washing up and a second one while using the commode. The patient was put on bed rest. A fluoroscopy of the driveline was performed, however, the results were not provided. The patient's lactate dehydrogenase level was reported to be stable at 200-400u/l. All other lab tests were reported as "ok" and patient continued to be asymptomatic. On (B)(6) 2015, the patient underwent a pump exchange due to suspected internal driveline fracture.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The device was received for evaluation on 10/26/2015. The explanted device was returned for evaluation. The report of low speed and pump stoppage events was confirmed based on the evaluation of the returned lvad pump. The pump returned with the percutaneous lead (lead) cut approximately 1.5¿ from the pump housing and the severed portion of the lead, measuring approximately 36.5¿ also returned. Continuity testing was performed on the pump-end portion of the lead and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed from both portions of lead and examination of the underlying wires revealed no anomalies. Electrical continuity testing of the 36.5¿ portion of lead did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed disruptions in the insulation of the yellow, orange, black, and green wires at what would be between approximately 2.0-2.5¿ from the pump housing. The conductors of these wires were exposed. Examination of the remaining wires in these areas revealed marks consistent with abrasion. The disruptions of the wires appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. The disruptions found in the evaluation would have affected all three wire phases. The disruptions in the insulation of the wires would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed hazards and pump stop events. The disruptions would have also interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield while the device was supported by batteries. No further information was provided. The manufacturer is closing the file on this event.